Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the scrub tech had not been swishing the device in water between firings so staples from the previous reload had not been removed from the stapler. There were no patient consequences.

Event description:
It was reported that during a sleeve gastrectomy with an unknown linear stapler and the fourth and fifth staple line was pushing the tissue forward, leaving a shredded staple line. The doctor mentioned a linear stapler being used and the staple lines being misformed on the 4th and 5th staple. A second unknown linear stapler was used with the same result. It was not reported how the case was completed since the doctor during the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.